Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: device manufacture date field (h4) in section h, device manufacturers only. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data and the measurements trend, with further examination recommended. The shock polarity was reprogrammed to rv to coil and no further issues were observed. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates further troubleshooting was performed and there is no indication of any possible issues that can be traced specifically to the rv lead. The patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data and the measurements trend, with further examination recommended. The shock polarity was reprogrammed to rv to coil and no further issues were observed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.